Event description:
Patient stated that electrodes were causing burn marks on the patient's skin.

Manufacturer narrative:
Device has not been returned to manufacturer for investigation as of 06/23/2010. Preliminary tests were completed with the device passing. Associated accessory device: act monitor, model # com001, (B)(4).